Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted in (B)(6) 2017 due to hydrocephalus. The patient reportedly experienced sudden epilepsy and sent to the hospital for treatment in (B)(6). The doctor indicated there was ¿too much water in the brain.¿ the setting of the device was adjusted from 1.5 to 0.5 in (B)(6). It was stated the patient was currently in a coma and undergoing treatment in the hospital.